Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it was found the device expired september 2019. Extended use of the device or possible use of expired product may have contributed to the wear on the catheter tubing. A small hole was also identified on the tubing indicating that the hole in the tubing may have been caused by friction. A search of the complaint database found no similar complaints for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is still in use but expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a dialysis procedure, the peritoneal dialysis catheter tubing was found to have a small pinhole in the end. The medical staff cut 5.5cm from the exit point on the catheter to remove the hole. The procedure progressed normally. An infection "peritonitis" was identified and the patient received antibiotics/medical intervention. The patient is still using the pd catheter today.